Manufacturer narrative:
The reported event of the device being in backup mode was confirmed. Based on the information provided, it was determined that the backup mode occurred due to the device experiencing power-on- reset (por). The device was not in magnetic resonance imaging (MRI) mode prior to the por; therefore, the root cause of the por was due to the off-label MRI exposure.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found, post magnetic resonance imaging, that the implantable cardioverter defibrillator had gone into backup operation with no high voltage therapies active. A reset was performed, and the device was restored. There were no patient consequences.